Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, inflammation/irritation, seroma, silicone migration, varied injuries-ndr

Event description:
Healthcare professional reported a left side rupture confirmed via MRI, "suspected capsular contracture baker grade unknown", inflammation, "small/moderate homogeneous fluid", and "extracapsular silicone in a lymph node". Device remains implanted.